Manufacturer narrative:
The actual sample was not returned for evaluation. Based on the information provided for the event, it is believed that the issue describes a cable break of the hercules arm. A review of the device history record revealed no anomalies. The product line associated with this complaint was transferred to terumo; therefore, historical complaint data from the previous device owner/supplier was utilized in the investigation. Previous occurrences of this issue were found to be related to fraying of the cable over time. Over-tightening of the arm or movement of the arm can contribute to cable wear and/or fraying. As the cable wears it weakens which can result in the unit yielding when tightened. The hercules IFU instructs the user to perform a pre-use inspection of the cable, "the cable should be inspected by examining the spaces between the links. No signs of wear or fraying of the cable should be present." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
(B)(4) was attempting to retrieve the device and more information from the user facility. After several attempts to obtain the sample, (B)(4) was informed that the user facility's policy was to retain any defective devices; therefore, the device would not be returned for analysis. (B)(4) and terumo were unable to obtain any additional information on the event.

Event description:
During a search of the maude database a report was found from the user facility that, during a procedure, the retractor broke while being tightened. Pieces of the device had to be removed from the pt. An x-ray was taken with negative finding pursuant to the radiologist. The event description was from the maude database included, " no adverse consequences to the pt and all pieces of the device were determined to be recovered/" it is unk whether the prod was changed out. The outcome of the surgery is also unk. The MFR of the device was been contacted for further info.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion code. Event problem and eval codes: pt code: device fragments in pt (not labeled). Device code: break (not labeled). Conclusion code: conclusion not yet available - evaluation in progress.